Event description:
The customer reported that while running an antibody screening assay, summit sample handler did not accurately dispense sample into positions 6 and 7. No error message was given. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.